Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] allergy [allergy] headaches [headache] long and heavy periods [prolonged heavy periods] bloating [bloating] vaginal discharge [vaginal discharge] back pain [back pain] itching all over the body [itching all over] cervical pain [cervical pain] meningioma [meningioma] autoimmune disease [autoimmune disorder] chronic fatigue [chronic fatigue] tendinitis [tendinitis] muscle pain. [Muscle pain] numerous ovarian cysts [polycystic ovaries] significant sensitivity to cold in the extremities and in general [cold intolerance] dryness of the mucous membranes [mucosal dryness] sleep disorders [sleep disorder] waking up 2 to 3 times a night to urinate [nocturnal urinary frequency] urination every hour [frequency urinary] hashimoto's. [Hashimoto's disease] iron deficiencies [iron deficiency] vitamin b12 deficiencies [vitamin b12 deficiency] vitamin d deficiencies [vitamin d deficiency] allergies [multiple allergies] declaration of vitiligo [vitiligo] my hips hurt when I walk for more than about half an hour [painful hips] tendinitis in the right arm [tendonitis] joint pain [joint pain] heavy legs [heaviness in limbs] chronic stress [stress] tendency towards apathy [apathy] difficulty concentrating [concentration impairment] difficulty remembering [memory disturbance] exercise-induced asthma [exercise induced asthma] lipoma [lipoma] gingivitis [gingivitis] broken tooth [tooth fracture] tooth sensitivity. [Sensitivity of teeth] dry skin [dry skin] dry eyes [dry eyes] eyes sting [eyes stinging] eyes burning [burning eyes] watery eyes [watering eyes] new vision correction [vision correction operation] constipation [constipation] splints for both carpal tunnels [carpal tunnel syndrome] endometrioma [endometrioma]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C68125) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), autoimmune disorder ("autoimmune disease"), hypersensitivity ("allergy"), fatigue ("chronic fatigue"), headache ("headaches"), tendinitis ("tendinitis"), myalgia ("muscle pain. "), polycystic ovaries ("numerous ovarian cysts"), heavy menstrual bleeding ("long and heavy periods"), vaginal discharge ("vaginal discharge"), temperature intolerance (" significant sensitivity to cold in the extremities and in general"), mucosal dryness ("dryness of the mucous membranes"), sleep disorder ("sleep disorders"), nocturia ("waking up 2 to 3 times a night to urinate"), pollakiuria ("urination every hour"), autoimmune thyroiditis ("hashimoto's. "), iron deficiency ("iron deficiencies"), vitamin b12 deficiency ("vitamin b12 deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), multiple allergies ("allergies"), vitiligo ("declaration of vitiligo"), painful hips ("my hips hurt when I walk for more than about half an hour"), uterine cervical pain ("cervical pain"), back pain ("back pain"), tendonitis (" tendinitis in the right arm"), joint pain ("joint pain"), limb discomfort ("heavy legs"), stress ("chronic stress "), apathy ("tendency towards apathy"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty remembering"), asthma exercise induced ("exercise-induced asthma"), pruritus ("itching all over the body"), gingivitis ("gingivitis"), tooth fracture ("broken tooth"), hyperaesthesia teeth ("tooth sensitivity."), dry skin ("dry skin"), dry eye ("dry eyes"), eye pain ("eyes sting"), eye irritation ("eyes burning"), lacrimation increased ("watery eyes"), constipation ("constipation"), abdominal distension ("bloating"), carpal tunnel syndrome ("splints for both carpal tunnels") and endometriosis ("endometrioma"), was found to have meningioma ("meningioma") and lipoma ("lipoma") and underwent vision correction operation ("new vision correction "). The patient was treated with surgery (on (B)(6) 2024). At the time of the report, the disturbance in attention, memory impairment, carpal tunnel syndrome and endometriosis had not resolved. The outcomes for pelvic pain, meningioma, autoimmune disorder, hypersensitivity, fatigue, headache, tendinitis, myalgia, polycystic ovaries, heavy menstrual bleeding, vaginal discharge, temperature intolerance, mucosal dryness, sleep disorder, nocturia, pollakiuria, autoimmune thyroiditis, iron deficiency, vitamin b12 deficiency, vitamin d deficiency, multiple allergies, vitiligo, painful hips, uterine cervical pain, back pain, tendonitis, joint pain, limb discomfort, stress, apathy, asthma exercise induced, pruritus, lipoma, gingivitis, tooth fracture, hyperaesthesia teeth, dry skin, dry eye, eye pain, eye irritation, lacrimation increased, vision correction operation, constipation and abdominal distension were unknown. No causality assessment was received for essure with regard to meningioma, polycystic ovaries, heavy menstrual bleeding, mucosal dryness, sleep disorder, pollakiuria, iron deficiency, vitamin d deficiency, multiple allergies, autoimmune disorder, hypersensitivity, fatigue, headache, tendinitis, myalgia, pelvic pain, vaginal discharge, temperature intolerance, nocturia, autoimmune thyroiditis, vitamin b12 deficiency, vitiligo, painful hips, uterine cervical pain, back pain, tendonitis, joint pain, limb discomfort, stress, apathy, disturbance in attention, memory impairment, asthma exercise induced, pruritus, lipoma, gingivitis, tooth fracture, hyperaesthesia teeth, dry skin, dry eye, eye pain, eye irritation, lacrimation increased, vision correction operation, constipation, abdominal distension, carpal tunnel syndrome or endometriosis. The reporter commented: patient's current condition: rqth (recognition of disabled worker status), disability pension. Difficulties concentrating, remembering, and doing two things at once. Muscle pain. Splints for both carpal tunnels. Scheduled surgery for an endometrioma. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.5 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.